Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported hearing a "crackling" sound with the device on the morning of (B)(6) 2018. There is no accident or trauma and no illness or changes in medication reported. The implant site appeared healthy with no swelling or redness present.the recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported hearing a "crackling" sound with the device when she placed the processor on the morning of (B)(6) 2018. She was seen that day for in situ measurements and after testing she had no sound at all with the device. There is no accident or trauma and no illness or changes in medication reported. Re-implantation is scheduled.